Manufacturer narrative:
(B)(4).

Event description:
It was reported the ipg is inoperable and it was confirmed by the sjm representative. The patient did not recharge the ipg for several months. The patient underwent surgical intervention to remove and replace the ipg. The patient has resumed therapy.